Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to instances where the minute ventilation (mv) sensor did not respond as expected at higher rates. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that minute ventilation sensor rate (msr) pacing was observed during isometric maneuvers and pocket manipulation in a patient with a cardiac resynchronization therapy defibrillator (crt-d) following coronary artery bypass grafting (CABG). A prior episode of non-sustained ventricular tachycardia (nsvt) was noted on the date of surgery. The minute ventilation response factor (mv rf) was programmed to 11, and ts noted that the sensor may be functioning with increased sensitivity due to this configuration, therefore, noise oversensing behavior could not be excluded. No adverse patient effects were reported. This device remains in service. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to instances where the minute ventilation (mv) sensor did not respond as expected at higher rates. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that minute ventilation sensor rate (msr) pacing was observed during isometric maneuvers and pocket manipulation in a patient with a cardiac resynchronization therapy defibrillator (crt-d) following coronary artery bypass grafting (CABG). A prior episode of non-sustained ventricular tachycardia (nsvt) was noted on the date of surgery. The minute ventilation response factor (mv rf) was programmed to 11, and ts noted that the sensor may be functioning with increased sensitivity due to this configuration, therefore, noise oversensing behavior could not be excluded. No adverse patient effects were reported. This device remains in service.